Event description:
The customer reported that during eval of the device for a battery symptom, a defective bezel assembly was identified. There was no pt involvement.

Manufacturer narrative:
Pr# (B)(4): a f/u report will be submitted upon completion of the investigation.